Manufacturer narrative:
The heartmate 3 lvas was implanted during the momentum 3 clinical trial, ide# (B)(4). FDA approval for heartmate 3 lvas was received on 23 august 2017. The same device is used commercially and in the ongoing momentum 3 trial. The gtin unique device identifier for the commercial heartmate3 lvas is (B)(4). Approximate age of device ¿ 1 year and 1 month. No further information was provided. A supplemental report will be submitted when the manufacturer¿s investigation is completed.

Event description:
The patient was implanted with a left ventricular assist device (lvad) on (b)(64) 2017. It was reported that the patient presented to the emergency department on (B)(6) 2018 with complaints of dizziness and black tarry stools. Hemoglobin (hgb) was 6.5g/dl. The patient was taking the anticoagulant aspirin at the time of the event. The patient was transfused a total of 4 units packed red blood cells (prbcs). No active bleed was located with esophagogastroduodenoscopy (egd) and colonoscopy completed on (B)(6) 2018. The patient was stable for discharge on (B)(6) 2018 and the gastrointestinal (gi) bleed reportedly resolved that day. The patient was to remain off aspirin and coumadin indefinitely.

Manufacturer narrative:
No product was returned for evaluation. The patient remains on lvad support. A correlation between the device and the reported gastrointestinal bleeding could not be conclusively determined. Bleeding is listed in the instructions for use as a potential adverse event that may be associated with use of the heartmate 3 left ventricular assist system. A review of the device history records revealed that the device met applicable specifications. No further information was provided. The manufacturer is closing the file on this event.